Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisting the customer to successfully load a cartridge and resume insulin delivery.